Event description:
Information was received that this smiths medical cadd legacy pump exhibited high pressure alarm, and clock battery due alarm. No adverse effects were reported.

Event description:
Additional information was received indicating that there was no patient involvement.

Manufacturer narrative:
Other, other text: h2: see a1, b5 and h6 (patient code). H3: one cadd legacy 1 pump was received in good physical condition with a scratched screen. The device was tested 3 times for pressure, all 3 tests were out of specification. The issue was caused by the downstream sensor and it will be replaced to resolve the issue. The clock battery was also replaced.